Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips slipped off of the cystic duct post op. The patient had to undergo an ercp test, which exposed her to radiation. The patient is pregnant. Device was discarded.